Event description:
Additional information received that the procedure was completed using a similar device with no delay. It was reported that the customer used third party sterilization agent (nihon steri co.).

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image noise generated due to damage to the imaging unit, and images temporarily unavailable, curved rubber adhesive missing, and scope ID data not included. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, exhibiting image noise and no image temporarily due to damage to the imaging unit. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified; however, the events most likely occurred due to the image sensor unit being damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) Of the electric board are malfunctioning. Olympus will continue to monitor field performance for this device.